Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. A total of 5 implants were placed during 2 surgical procedures. Three implants were placed on the right side on 12/13/96 (class ii bone) and 2 implants were placed on the left side on 1/9/97 (class ii bone). The clinician reports that the pt's denture was relieved after each surgery. This denture then broke and a new provisional denture was made and placed on 1/20/97. The clinician states that this provisional dentare would contact the implants in sites #19 & #20 during some chewing movements. These implants were later removed on 2/27/97.